Event description:
It was reported that an asymptomatic patient presented in clinic during follow up. The device was post paced t wave oversensing on the ventricular channel. The patient did not receive therapy during oversensing. Programming changes were made.